Event description:
Additional information reported that the patient did not have any issues related to the pump. The medication used in the patient's pump was morphine at a concentration 20 mg/ml and a dosage of 4.437 mg/day.

Event description:
It was reported that the patient's pump had flipped. It was revised and problem was corrected. No further information was provided at the date of this report. A follow-up report will be sent if more information becomes available.

Manufacturer narrative:
(B)(4).